Event description:
On (B)(6) 2013, a reporter for the lay user/patient contacted lifescan (lfs) alleging that the patient's onetouch verio iq meter was reading inaccurately high. The medical surveillance specialist (mss) was unable to reach the reporter/patient for follow-up questions. The following complaint was classified based on information obtained from lifescan customer service. The reporter claimed the alleged issue began in (B)(6) 2013, exact date/time unspecified. The patient tested on the subject meter and a message of ¿hi¿ (blood glucose is >600mg/dl). She reportedly tested on another device and observed a value of ¿320-330 mg/dl¿ with 30 minutes. Based on statistical methodology, the calculated difference of these glucose results exceed the expected value of <=30% and/ or <=30 mg/dl. The patient manages her diabetes with unknown type/dose of insulin and denied making any changes to her usual diabetes management routine in response to the alleged issue. The reporter stated that approximately a few weeks after the issue began the patient developed symptoms of feeling ¿tired, dizzy and nausea.¿ it is not known what the patient¿s blood glucose value was at that time of her symptoms. She reportedly was taken to the emergency room in march/april timeframe and was tested on an ER meter but the patient/reporter did not have the result available. The patient was treated with IV fluids and food/drink. At the time of troubleshooting the cca confirmed the meter was set to the correct unit of measure, the samples were obtained from the same approved sample site. The patient did not have the subject test strips available and it was unknown if they were expired/stored incorrectly. Replacement products have been sent to the patient. This complaint is being reported because the patient allegedly received medical intervention from a health care professional (hcp) after the reported issue began.